Event description:
It was reported that the device was used during an endoscopic rectum procedure. It was reported by the rep that the tsb45 anvil slipped out after the second reload. There was no consequence to the pt.